Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with an unspecified juvéderm product. The patient experienced "an adverse reaction (possibly an infection)." The patient was started on antibiotics and the issue was cleared. Approximately six months later, the patient had another reaction, and their primary care physician wanted the patient to be seen by the injector. No treatment information was provided. Symptoms are ongoing.